Event description:
It was reported that there was a gradual increase of the impedance in the pace/sense channel of the right ventricular lead. It was also noted that there was a sensing decrease and a high increase in the threshold. Due to stenosis in the patient's subclavian vein, the lead will be explanted from the right side and a new lead will be implanted on the left side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a resistance/impedance increase. The weekly pace measurement log data showed a gradual increase for min and max v.pace = 416 to 1488 ohms peak between (B)(6) 2011.